Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with premature elective indicator triggered on the pulse generator. Premature battery depletion was suspected. Further information was requested but not received.